Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a heart attack and high blood glucose levels. It was stated that the customer also experienced slurred speech and nausea. Troubleshooting was performed, and the insulin pump passed the prime test. There was no tubing clamp for the high pressure test. Nothing further was reported.